Manufacturer narrative:
The sales rep visited the hospital and confirmed the situation, stating that the device worked normally when the nurse pressed the power button soon after the operation stopped occurring. Since the mechanical engineer (me) did not confirm the issue when it occurred, they performed a running test of this device. However, the issue was not duplicated. The sales rep brought a replacement and collected the device. There was neither delay in therapy nor medical intervention reported other than the swap ventilation due to this event. The authorized service provider (asp) evaluated the device and confirmed that the reported issue was not duplicated during a running test. The history of "vent inoperative 1009 pressure regulation high" occurring was observed in the event log. Performed an inspection for the above error, but there were no abnormalities found. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the devices display became dark, and the airflow stopped during use on a patient, however, there was no harm to the patient or user. The device was swapped out with a different device. No further medical intervention provided to the patient, nor a delay was noted. The sales rep visited the hospital and confirmed the situation, stating that the device worked normally when the nurse pressed the power button soon after the operation stopped occurring. Since the mechanical engineer (me) did not confirm the issue when it occurred, they performed a running test of this device. However, the issue was not duplicated. The sales rep brought a replacement and collected the device. There was neither delay in therapy nor medical intervention reported other than the swap ventilation due to this event. The investigation is ongoing.

Manufacturer narrative:
The removed flow sensor assembly was returned to the product investigation lab (pil). The pil technician installed the flow sensor assembly into a pi ventilator to duplicate the reported issue. Visual inspection of the flow sensor assembly revealed no evidence of damage or contamination. The pil tech could not duplicate the accusation of the display became dark and the airflow stopped during use on the patient and the history of "vent inoperative 1009 pressure regulation high" the pil tech verified that the standard test bed (stb) with suspect flow sensor assembly operating, operates without issue or error code and passes all pressure verification testing noted in the tech manual no problem found.